Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that : "mrh femoral housing failure", first implantation (B)(6) 2013. Second intervention (B)(6) 2014. Revision surgery : (B)(6) 2019.

Manufacturer narrative:
An event regarding damage was reported involving unknown implant bushing. The event was confirmed by attached mar. Method & results:  -device evaluation and results: visual inspection of attached images was performed and stated that - explantation damage can observed on axle bushing (poly tube) surface. Also seems to be crack. Ma - damage consistent with in service use was observed on all components. Nothing else noteworthy was observed on the remaining uhmwpe components. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surface examined. Refer attached mar. -clinician review: no medical records were received for review with a clinical consultant -device history review: could not be performed as no lot code information was provided.  -complaint history review: could not be performed as no lot code information was provided. Conclusion: it was reported that - mrh housing fail. Visual inspection of attached images was performed and stated that - explantation damage can observed on axle bushing (poly tube) surface. Also seems to be crack. Ma - explantation damage was observed on the polytube .damage consistent with in service use was observed on all components. Nothing else noteworthy was observed on the remaining uhmwpe components. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surface examined. Refer attached mar. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes and x-rays to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that : "mrh femoral housing failure"first implantation (B)(6) 2013. Second intervention (B)(6) 2014. Revision surgery : (B)(6) 2019.